Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 54-old male patient of unknown origin. Medical history was not provided. Concomitant medication included insulin glargine for diabetes. The patient received human insulin (rdna origin) injections (humulin r) via cartridge through humapen ergo ii, subcutaneously for the treatment of diabetes beginning on (B)(6) 2018, for which dosing regimen and frequency was not reported. On an unknown date in (B)(6) 2018, after using ergo ii for one month the spring of the pen was broken (product complaint (B)(4)/lot number 1404d03). It was reported that he believed that he was injecting the insulin medication but he did not. So, his sugar had fallen to 40 (no units provided) and he was hospitalized after that. No further information provided. Information regarding corrective treatment and outcome of events was not provided. Human insulin treatment status was not provided. It was noted a new pen was requested. Follow-up would not be possible as the reporter and treating physician refused to provide more information. The patient was operator of humapen ergo ii and his training status was unknown. The humapen ergo ii model duration of use was not provided but started in (B)(6) 2018 and suspect humapen ergo ii duration of use was one month. The suspect humapen ergo ii device associated with product complaint (B)(4) was returned to the manufacturer on 17jan2019. The reporting consumer did not provide the relatedness between events and human insulin or humapen ergo ii. Update 26-dec-2018: initial information received on 21-dec-2018 and follow-up information received on 25-dec-2018 were processed together. Edit 10jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 17-jan-2019: upon review of information received on 21-dec-2018. Updated product complaint description in narrative from pen screw was broken to spring of the pen was broken. No other changes were made to case. Update 18jan2019: additional information received on 17jan2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, and device return status to returned to manufacturer. Added lot number and date returned to manufacturer for the suspect humapen ergo ii device associated with product complaint (B)(4)(evaluation anticipated). Corresponding fields and narrative updated accordingly. Update 12feb2019: additional information received on 11feb2019 from the global product complaint database. Updated the device specific safety summary (dsss), the medwatch and european and canadian (EU/ca) device fields, and malfunction from unknown to no; added the date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 13feb2019: additional information received on 12feb2019 from the global product complaint database. No new information was added. Update 15-feb-2019: information was received to the responsible complaint person (rcp) on 17-jan-2019 regarding the batch number 1404d03 of device. However information was already present in the case, no changes were made to case.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 12feb2019 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient reported that the spring of his humapen ergo ii device was broken. He believed that he was injecting the insulin medication but he did not. He experienced decreased blood glucose. The investigation of the returned device (batch 1404d03, manufactured april 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. It is unknown if the patient continued to use the device after experiencing problems; however, decreased blood glucose may indicate he attempted to dose again and received the insulin dose. The user manual states if any of the parts of your humapen ergo ii appear broken or damaged, do not use. There is evidence of improper use. The patient likely used the device after experiencing problems. This may be relevant to the event of deceased blood glucose.

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 18jan2019 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that the spring of his humapen ergo ii device was broken. He believed that he was injecting the insulin medication but he did not. He experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. It is unknown if the patient continued to use the device after experiencing problems; however, decreased blood glucose may indicate he attempted to dose again and received the insulin dose. The user manual states if any of the parts of your humapen ergo ii appear broken or damaged, do not use. There is evidence of improper use. The patient likely used the device after experiencing problems. This may be relevant to the event of deceased blood glucose.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a 54-old male patient of unknown origin. Medical history was not provided. Concomitant medication included insulin glargine for diabetes. The patient received human insulin (rdna origin) injections (humulin r) via cartridge through humapen ergo ii, subcutaneously for the treatment of diabetes beginning on 01-may-2018, for which dosing regimen and frequency was not reported. On an unknown date in jun-2018, after using ergo ii for one month the spring of the pen was broken (product complaint (B)(4)/lot number 1404d03). It was reported that he believed that he was injecting the insulin medication but he did not. So, his sugar had fallen to 40 (no units provided) and he was hospitalized after that. No further information provided. Information regarding corrective treatment and outcome of events was not provided. Human insulin treatment status was not provided. It was noted a new pen was requested. Follow-up would not be possible as the reporter and treating physician refused to provide more information. The patient was operator of humapen ergo ii and his training status was unknown. The humapen ergo ii model duration of use was not provided but started in may-2018 and suspect humapen ergo ii duration of use was one month. The suspect humapen ergo ii device associated with product complaint (B)(4) was returned to the manufacturer on 17jan2019 (evaluation anticipated). The reporting consumer did not provide the relatedness between events and human insulin or humapen ergo ii. Update 26-dec-2018: initial information received on 21-dec-2018 and follow-up information received on 25-dec-2018 were processed together. Edit 10jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Edit 17-jan-2019: upon review of information received on 21-dec-2018. Updated product complaint description in narrative from pen screw was broken to spring of the pen was broken. No other changes were made to case. Update 18jan2019: additional information received on 17jan2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes, and device return status to returned to manufacturer. Added lot number and date returned to manufacturer for the suspect humapen ergo ii device associated with product complaint 4586147 (evaluation anticipated). Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) old male patient of unknown origin. Medical history was not provided. Concomitant medication included insulin glargine for diabetes. The patient received human insulin (rdna origin) injections (humulin r) via cartridge through humapen ergo ii, subcutaneously for the treatment of diabetes beginning on (B)(6) 2018, for which dosing regimen and frequency was not reported. On an unknown date in (B)(6) 2018, after using ergo ii for one month the pen screw was broken. It was reported that he believed that he was injecting the insulin medication but he did not. So, his sugar had fallen to 40 (no units provided) and he was hospitalized. No further information provided. Information regarding corrective treatment and outcome of events was not provided. Human insulin treatment status was not provided. Follow-up would not be possible as the reporter and treating physician refused to provide more information. The patient was operator of humapen ergo ii and his training status was unknown. The humapen ergo ii model duration of use was not provided but started in (B)(6) 2018 and suspect humapen ergo ii duration of use was one month. The action taken with the device was not provided and its return was expected. The reporting consumer did not provide the relatedness between events and human insulin or humapen ergo ii. Update 26-dec-2018: initial information received on 21-dec-2018 and follow-up information received on 25-dec-2018 were processed together. Edit 10jan2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.